Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the conductor was deformed and a cut was noted on the terminal pin of the lead. There was blood in the lumen and that the deformed coils as well as the insulation damage appeared to be not consistent with the clavicle area damage. The lead passed all needed tests.

Event description:
Boston scientific received information that the patient reported dizziness. The right ventricular (rv) lead had a fracture at the clavicle, which was determined via chest x-ray. This rv lead was explanted and returned for analysis. No additional adverse patient effects were reported.